Event description:
Implanted dorsal column stimulator on (B)(6) 2014 and explanted on (B)(6) 2015 due to infection at surgical site. Vendor was notified and determined that device did not need to be returned to them.